Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was derailed. The housing was removed to find a grip cable derailed at the clamping pulley. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were not damaged. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the prograsp forceps instrument would no open or grasp. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.